Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs") in an adult female patient who had essure (batch no. A06689) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "essure being a little bit bent", device difficult to use "this was a little more difficult" and device monitoring procedure not performed "she did not undergo confirmation test". The patient's past medical history included condom. Previously administered products included for an unreported indication: mirena from 2008 to 2013 and mirena from 2003 to 2008. Concurrent conditions included overweight, diabetes, depression, bipolar disorder and constipation. Concomitant products included fluticasone propionate (flonase) since 2014, glimepiride, macrogol (miralax), metformin, norethisterone (norethindrone) and pioglitazone (actos) since 2013. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"). In (B)(6) 2013, the patient experienced fatigue ("fatigue/fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). In (B)(6) 2014, the patient experienced mood swings ("hormonal changes describe: mood swings"). In (B)(6) 2014, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). In 2014, the patient experienced pelvic pain ("pain/pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and weight increased ("weight gain/weight gain/loss specify: weight gain"). In 2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: chronic uti"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with antibiotics, medroxyprogesterone (depo provera) and surgery (hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, pelvic pain, fatigue, mood swings, vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction, anxiety, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased, alopecia and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had the need for additional surgery. We left four coils outside of the ostia on right side, the coils on this side were six in number. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.7 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, vaginal bleeding, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-nov-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "this was a little more difficult", device monitoring procedure not performed "she did not undergo confirmation test" and device physical property issue "essure being a little bit bent". The patient's past medical history included condom. Previously administered products included for an unreported indication: mirena from (B)(6) to (B)(6) and mirena from (B)(6) to (B)(6). Concurrent conditions included overweight, diabetes, depression, bipolar disorder and constipation. Concomitant products included fluticasone propionate (flonase) since (B)(6), glimepiride, macrogol (miralax), metformin, norethisterone (norethindrone) and pioglitazone (actos) since (B)(6). In (B)(6), the patient experienced fatigue ("fatigue/fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("psychological or psychiatric problems condition: anxiety"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). On (B)(6) 2013, the patient had essure inserted. In (B)(6), the patient experienced pelvic pain ("pain/pain"), mood swings ("hormonal changes describe: mood swings"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and weight increased ("weight gain/weight gain/loss specify: weight gain"). In (B)(6), the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: chronic uti"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with antibiotics and surgery (hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, pelvic pain, fatigue, mood swings, vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction, anxiety, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased, alopecia and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had the need for additional surgery. We left four coils outside of the ostia on right side, the coils on this side were six in number. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.7 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records :menorrhagia, vaginal bleeding, abdominal pain, most recent follow-up information incorporated above includes: on 13-jun-2018: pfs and mr received. Events per pfs: hormonal changes describe: mood swings, abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: chronic uti, apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: anxiety, migraines / headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, weight gain, hair loss, device shape alteration, device difficult to insert and she did not undergo confirmation test were added. Patient's medical history was updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs") in an adult female patient who had essure (batch no. A06689) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "essure being a little bit bent", device difficult to use "this was a little more difficult" and device monitoring procedure not performed "she did not undergo confirmation test". The patient's past medical history included condom. Previously administered products included for an unreported indication: mirena from 2008 to 2013 and mirena from 2003 to 2008. Concurrent conditions included overweight, diabetes, depression, bipolar disorder and constipation. Concomitant products included fluticasone propionate (flonase) since 2014, glimepiride, macrogol (miralax), metformin, norethisterone (norethindrone) and pioglitazone (actos) since 2013. In 2013, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced fatigue ("fatigue/fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). In (B)(6) 2014, the patient experienced mood swings ("hormonal changes describe: mood swings"). In (B)(6) 2014, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). In 2014, the patient experienced pelvic pain ("pain/pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and weight increased ("weight gain/weight gain/loss wpecify: weight gain"). In 2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: chronic uti"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with antibiotics, medroxyprogesterone (depo provera) and surgery (hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, pelvic pain, fatigue, mood swings, vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction, anxiety, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased, alopecia and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had the need for additional surgery. We left four coils outside of the ostia on right side, the coils on this side were six in number. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.7 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records :menorrhagia, vaginal bleeding, abdominal pain, most recent follow-up information incorporated above includes: on 19-oct-2018: pfs recieved- lot number and treatment medication were added. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and fatigue ("fatigue"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, pelvic pain and fatigue outcome was unknown. The reporter considered fatigue, pelvic pain and perforation to be related to essure. The reporter commented: she had the need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.